Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up. High impedance and noise was observed on the right ventricular (rv) lead resulting in inappropriate defibrillation therapy. The device was programmed off to temporarily resolve the issue. The issue will be resolved by revising the rv lead. Further information was requested but not yet available. The patient was in stable condition.

Event description:
During follow-up, high impedance and noise was observed on the right ventricular (rv) lead resulting in inappropriate defibrillation therapy. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.